Event description:
A talent stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 24 days ago. Aneurysm morphology was not reported and the iliac arteries were not calcified or tortuous. The left iliac artery was aneurysmal. It was reported that the bifurcated stent graft was implanted first, followed by an extension iliac limb which was implanted to address a small aneurysmal iliac artery on the left side. The contralateral limb stent graft was then implanted. All the stent grafts were successfully implanted. There was a small area of extravasation in the iliac which was ballooned with the delivery sys balloon and successfully resolved the extravasation. Later that night, the pt's left iliac artery was found to have ruptured and the pt expired. The cause of the left iliac artery rupture is unk. No add'l info was provided.